Event description:
Info received indicates the brake is not holding at the head end of the stretcher.

Manufacturer narrative:
The technician found the brake pedal would engage position and the brake pads would make contact with the caster wheels, but when the hex rod was in the proper position he found the caster swivel locks on both head end casters were not holding due to a worn locking gear. He also found the hex rod set screw was broken off in rod. The technician replaced the head end casters and the hex rod set screw to repair the stretcher.